Manufacturer narrative:
The account found the side rail end tube is missing the lower pivot block, bolt and roller guide. The account replaced the side rail end tube lower pivot block, bolt and roller guide to resolve the issue.

Event description:
The account alleged the side rail will not latch. No patient impact.